Event description:
It was reported that the patient had bowel and urinary leakage since (B)(6) 2013. She mentioned that the implants help with how often she went, but not with the control. The healthcare provider (hcp) reportedly told the patient on (B)(6) 2015 that on her second implant ¿one of the leads was not working.¿ the patient also noted that both of her implants had been reprogrammed several times since (B)(6) 2008. It was unclear what was meant by ¿one of the leads was not working¿ and no intervention or outcome was noted, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0c2bx, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v109631, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.